Event description:
Pt underwent original surgery involving posterior avaulta plus rectocele, vaginal vault suspension, cystoscopy and suburethral collagen injection on early 2008. Required return of surgery approx two months later, for excision of eroded avaulta mesh and repeat suburethral collagen injections. Dates of use: 2008. Diagnosis or reason for use: rectocele.